Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+ on a patient with tachy brady syndrome. A mitraclip xtw was inserted and deployed on the mitral valve, reducing mr to a grade of 1+. On an unknown date, during a 30 day follow up visit, the patient returned with shortness of breath. An echocardiogram was performed and revealed that the clip had detached from one leaflet and remained attached to the other leaflet (single leaflet device attachment/slda), causing mr to increase. It was noted that there was a possibility of a torn leaflet. On (B)(6) 2025, a second mitraclip procedure was performed, and one clip was implanted laterally to the first clip, reducing mr to a grade of 1-2+.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+ on a patient with tachy brady syndrome. A mitraclip xtw was inserted and deployed on the mitral valve, reducing mr to a grade of 1+. On an unknown date, during a 30 day follow up visit, the patient returned with shortness of breath. An echocardiogram was performed and revealed that the clip had detached from one leaflet and remained attached to the other leaflet (single leaflet device attachment/slda), causing mr to increase. It was noted that there was a possibility of a torn leaflet. On (B)(6) 2025, a second mitraclip procedure was performed, and one clip was implanted laterally to the first clip, reducing mr to a grade of 1-2+.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine the cause for the reported slda. The reported mitral regurgitation was a cascading event of the slda. The reported dyspnea appears to be cascading effects of the recurrent mr. Tissue injury could not be determined. Dyspnea, tissue injury, and mr are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.